Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance with programming the transmitter identification. Assisted the customer with programming the insulin pump. The customer's blood glucose was 597 mg/dl. The customer stated that he treated himself with a manual injection. Advised customer to follow up with the healthcare provider if current settings needed to be changed. The customer explained his high blood glucose was due to being off the insulin pump for a couple of days. The customer stated that his blood glucose was now under control due to the insulin pump working. Nothing further reported.